Manufacturer narrative:
The pad-pak was first installed successfully on the 11th september 2009 and successfully performed all weekly auto self-tests up to the 21st july 2015. During this time the device records 62 manual power ups, mainly under one minute duration. On the 22nd july 2013, the device recorded multiple manual power ons, mainly of 10 minute duration. The device successfully performed all weekly auto self-tests between the 28th july 2013 and the 18th may 2014. Further multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the 14th april 2015 and the last log entry on the 22nd may 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. There was a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.